Event description:
It was reported a clearlink system non-dehp solution set leaked "from the tubing below the drip chamber." During set up, the nurse was "about to put zofran 8mg IV on a pump and noticed that the medication was leaking from the chamber of the secondary tubing." The tubing was replaced. There was no patient involvement. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.